Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. When the ventilator was plugged in with an ac adapter, the ventilator displayed a red charge status led. The internal battery output voltage was out of specification. Carefusion replaced the internal battery to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not operate on the internal battery. It appears the internal battery was not taking a charge. It is unknown at this time whether there was any patient involvement associated with this complaint.